Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, lens was implanted and removed during initial procedure due to tear in the capsule and anterior vitrectomy was performed. Additional information was requested.